Event description:
A report was received that pt was experiencing midline incisional pain when the stimulation was on. A bsn field clinical engineer suspected that the lead insulation might possibly be damaged, thus causing stimulation at the exposed wires, which could also explain the pt's pain. The pt is scheduled for a lead revision.